Event description:
It was reported that a patient's implantable cardioverter defibrillator had multiple episodes of ventricular tachycardia erroneously marked as an atrial tachycardia, resulting in high voltage output being withheld. The diagnostics for the episodes were unavailable despite the device never being interrogated before. The device was reprogrammed and the patient was stable throughout.